Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter fax #: +(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd tube k2edta plh 13x75 4.0 plbl lav br, an unspecified number of tubes present too much fibrin and are releasing from distal needle (pushing back) during acquisition. No patient impact reported. The following information was provided by the initial reporter: "customer reports edta tubes present too much fibrin and are releasing from distal needle (pushing back) during acquisition."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for fibrin was not observed, however, tube push off was seen in the video. Additionally, (B)(6) retention samples from bd inventory were visually inspected with no issues identified. Additionally, (B)(6) retention samples were functionally tested for tube push off and all were within specification. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for tube push off based on the video provided. This complaint is not confirmed for fibrin. All retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd tube k2edta plh 13x75 4.0 plbl lav br, an unspecified number of tubes present too much fibrin and are releasing from distal needle (pushing back) during acquisition. No patient impact reported. The following information was provided by the initial reporter: "customer reports edta tubes present too much fibrin and are releasing from distal needle (pushing back) during acquisition."